Manufacturer narrative:
Report confirmed. The device was tested and the max temperature was measured to be 235¿f. However, the rate of temperature rise was below threshold. The likely cause was identified as broken drive shaft. It was also noted that the motor loss power and the hand piece is stalled, and there was an error message. Device history record #(B)(4) was reviewed and did not reflect any conditions related to the current, reported malfunction. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of low power and overheating. It was reported that there was no patient involvement. Repair request escalated to a product event based on reason for return, due to return in less than 90 days from purchase or repair and due to customer indication that this report is a complaint.